Event description:
It was reported, that a cartridge alarm 0 occurred. The cartridge was reloaded to resolve the issue. Additionally it was reported, that a malfunction alarm occurred, during troubleshooting with tandem technical support. The malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 252 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.